Event description:
Customer was hospitalized for dka. Mother stated that it was determined that the insulin customer was using in pump was bad. Mother was also concerned as to shy ther were 0.0 unit bolus estimates when using bolus wizard feture. Active insulin and bolus wizard feature were explained to mother accordingly. Mother stated that she was no longer concerned with the pump's performance at the end of call.